Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be broken thermistor that will not function to measure accurate temperature due to rough handling by operator. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during surgery, temperature was not displayed at all. Also found several products with bent and folded lead wires extending from the catheter, and none of them displayed a temperature. Approximately five similar incidents have occurred. Also had concerns about whether the relay cable, was the problem, so decided to retrieve the 3210tcj later. All units had been used by patients, and temperature management had been switched to body surface temperature measurement, so there was no direct patient harm. No actual units are available. Temperature display malfunction. Per follow up information received via ibc on 04dec2025, stated that, lead wire of the 5530014lw was clearly bent, not just curved. The relay cable 32021tcj had no problems when tested with a different catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during surgery, temperature was not displayed at all. Also found several products with bent and folded lead wires extending from the catheter, and none of them displayed a temperature. Approximately five similar incidents have occurred. Also had concerns about whether the relay cable, was the problem, so decided to retrieve the 3210tcj later. All units had been used by patients, and temperature management had been switched to body surface temperature measurement, so there was no direct patient harm. No actual units are available. Temperature display malfunction. Per follow up information received via ibc on 04dec2025, stated that, lead wire of the 5530014lw was clearly bent, not just curved. The relay cable 32021tcj had no problems when tested with a different catheter.